Event description:
During a cataract extraction procedure, the irrigation flow from this microsurgical unit was slow to respond. As a result, the physician broke capsule and had to perform an anterior vitrectomy.